Event description:
It was reported that this lead was surgically abandoned after 4 years of being implanted due to noise in the atrial lead and were replaced with similar model lead. Physician had decided to replace the generator at the time of a new atrial lead placement. No additional adverse patient effects were reported.